Manufacturer narrative:
The device was received for evaluation. During functional testing, flow rate was reproduced. The device was sent for flow testing and failed with error percentage of 7.0575%. A review of the event history log revealed flow rate discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be depressed pressure springs when disassembling the pressure parts from the door. The pressure plate setup requires readjustment and the m2/m3 springs require replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.